Event description:
The customer reported that the pump battery was depleting too quickly, with an estimated daily depletion rate of 90%, which led to a depletion rate confirmation of 70% upon follow-up. Despite the rapid battery drain, the malfunction did not lead to a pump shutdown. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the issue through pump history and decided to replace the pump as it was still under warranty. The customer was instructed to fully deplete the pump battery before returning it with a pre-paid label within ten days, and they acknowledged understanding of the instructions.